Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer changed the supplies on the pump and thought that the infusion set cannula may not have been fully inserted under the skin, but was not sure. The customer's blood glucose (bg) level was 402 mg/dl and an insulin injection was administered to address the bg level.